Manufacturer narrative:
The actual device was not returned for evaluation. The cartridge lot number was not provided. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. There have been no similar problems reported subsequent to this event. No further investigation can be performed. Nx stage medical considers this report closed.

Event description:
The home hemodialysis nurse reported the patient experienced shortness of breath, nausea and vomiting, cold and shivering 10 minutes after starting treatment. The patient was given benadryl that was "mildly effective". The patient is currently being dialyzed at the center. No further intervention was reported.